Event description:
It was reported that "the resection loop became burnt/melted during intrauterine use. Significant damage was observed to the inner sheath and optical component. The procedure was stopped immediately, and the equipment was replaced." Furthermore, the event resulted in an endometrial burn.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).